Manufacturer narrative:
No product was returned. Conclusion and root cause: no product was returned so analysis is not possible. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. During a gynecology procedure, the ceramic was broken. Although parts of the ceramic could be removed, there were still some possible in the patient.